Manufacturer narrative:
The device was sent to philips bench for evaluation. The rft preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio utilizing the speaker certification tool station. The rft replaced the device speaker. The device passed all functional testing. The device was operational after repairs were completed and returned to the customer.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use at time of event and no patient involvement.